Manufacturer narrative:
Product complaint #: (B)(4). Removal of foreign body. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? No. Were x-rays taken to locate the needle piece(s)? No. Was the needle piece removed from the patient during the same procedure? Yes what is current condition of the patient? The patient is in good condition procedure date? (B)(6) 2020 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cleft palate procedure on (B)(6) 2020 and suture was used. The needle broke during the surgery, the needle fell inside of patient, and surgery was delayed for about 1~2 hours to look for and retrieve the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Patient code: 3191 - surgery prolonged. A manufacturing record evaluation was performed for the finished device qamaxs batch number, and no non-conformances were identified additional h3 investigation summary: it was reported breakage needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical was observed on the fracture. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2020 additional information was requested and the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? CT was used to look for and retrieve the broken needle tip. And the anesthesia time was prolonged. If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.